Event description:
The customer reported that after filtration of the collected product, they noticed a leak at they-connector on top of the filter. Due to EU personal data protection laws, the patient information is not available from the customer. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The disposable set was sent to the supplier for an in-depth analysis. The failure could not be replicated nor were any defects or failure symptoms noted with the supplier¿s in-house stock of parts. The supplier's DHR did not reveal any noted production concerns for this build lot. A review of the lot for similar reports was carried out, none have been reported. Root cause: a possible root cause is a short-term concern with the molding process at the supplier. It is likely that air was trapped in the mold or a variation of the physical/ chemical characteristics of the raw material caused the inadequate forming of the part. Correction: the supplier has implemented a manufacturing alert to increase manufacturing associates¿ awareness of the failure symptoms during routine production as well as during visual inspections.

Manufacturer narrative:
Investigation: the disposable set was returned for evaluation. Upon visual inspection, a leak at the 3-to-1 y connector was noted. There is some crazing on the surface close to the leak site, which could indicate a molding defect on the part. Investigation is in process. A follow-up report will be provided.